Manufacturer narrative:
Unit alarmed motor error during rewind due to moisture damaged the motor home switch. Also moisture damage on motor, vibrator motor and electronic assembly during visual inspection. Also, unit had corroded battery tube. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer stated they went to the beach and the insulin pump got exposed to fluid/moisture. Customer also stated that there was a white residue in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump was returned for analysis.